Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl and was subsequently hospitalized. Bg cause was not known. Customer consumed cookies and was treated with intravenous fluids and fluids to address bg. Customer was released from the hospital on (B)(6) 2020 with some memory loss. Review of the pump data log by tandem technical support verified the bolus was delivered accurately and pump was working as intended.